Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin rash, vaginal bleeding, dermatitis contact, stress urinary incontinence, polycystic ovary, d & c, spotting menstrual, pap smear abnormal, tonsillectomy, adenoidectomy, carpal tunnel release, folliculitis, tension-free vaginal tape sling, nausea, gastrooesophageal reflux disease, abdominal pain lower, hiatus hernia, gastritis erosive, depression, bipolar disorder, attention deficit/hyperactivity disorder, osteoarthritis, back pain, trichomoniasis, menometrorrhagia, uterine enlargement, dysphagia, bladder sling procedure, cystoscopy, tubal ligation, laparoscopy, morbid obesity, endocervical squamous metaplasia, urine volume increased, asthma, arthritis and passenger in motor vehicle accident. Previously administered products included for an unreported indication: ketoconazole and hydrocortisone. Concurrent conditions included incontinence, meniscus tear, knee operation, smoker, sneezing, pelvic pain, hematuria, urinary tract infection, discharge, menometrorrhagia, uterine myoma, globus hystericus, hirsutism, arthralgia, parakeratosis, inflammation, leiomyoma nos, vaginal discharge abnormality, vaginal prolapse, meniscus injury, chondromalacia of patella, synovitis, arthroscopy, pain in hip, general body pain, tobacco abuse, energy decreased, depressed mood, anxiety, poor sleep, opioid use disorder, hypertension and dysuria. Concomitant products included chloramphenicol (antibiotic) for vaginal cellulitis as well as bupropion hydrochloride (bupropion hcl) since 2013, bupropion hydrochloride (wellbutrin) since 2013, buspirone hydrochloride since 2014, clonidine hydrochloride (clonidin) since 2014, duloxetine hydrochloride (cymbalta) since 2016, duloxetine hydrochloride (duloxetine hcl) since (B)(6) 2019, fish oil since 2018, hydrochlorothiazide;lisinopril (lisinopril/hydrochlorothiazide) since (B)(6) 2017, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depoprovera) since 2008 to (B)(6) 2012, ranitidine since 2009, sucralfate since 2009, trazodone since 1999 and vitamin d nos (vitamin d) since (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered abdominal pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, the essure device was left nicely, and two to three coils were visible. She received treatment for events pelvic pain. Abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound uterus - on (B)(6) 2015: fibroid nodules are noted in the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: added event pelvic pain. Updated outcome of event menorrhagia as recovered. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash, vaginal bleeding, dermatitis contact, stress urinary incontinence, polycystic ovary, d & c, spotting menstrual, pap smear, tonsillectomy, adenoidectomy, carpal tunnel release, folliculitis, tension-free vaginal tape sling, nausea, gastrooesophageal reflux disease, abdominal pain lower, hiatus hernia, gastritis erosive, depression, bipolar disorder, attention deficit/hyperactivity disorder, osteoarthritis, back pain, trichomoniasis, menometrorrhagia, uterine enlargement, dysphagia, bladder sling procedure, cystoscopy, tubal ligation, laparoscopy, morbid obesity, endocervical squamous metaplasia, urine volume increased, asthma, arthritis and passenger in motor vehicle accident. Previously administered products included for an unreported indication: ketoconazole and hydrocortisone. Concurrent conditions included incontinence, meniscus tear, knee operation, smoker, sneezing, pelvic pain, hematuria, urinary tract infection, discharge, menometrorrhagia, uterine myoma, globus hystericus, hirsutism, arthralgia, parakeratosis, inflammation, leiomyoma, vaginal discharge abnormality, vaginal prolapse, meniscus injury, chondromalacia of patella, synovitis, arthroscopy, pain in hip, general body pain, tobacco abuse, weakness, depressed mood, anxiety, poor sleep, opioid use disorder, hypertension and dysuria. Concomitant products included chloramphenicol (antibiotic) for cellulitis as well as bupropion hydrochloride (bupropion hcl) since 2013, bupropion hydrochloride (wellbutrin) since 2013, buspirone hydrochloride since 2014, clonidine hydrochloride (clonidin) since 2014, duloxetine hydrochloride (cymbalta) since 2016, duloxetine hydrochloride (duloxetine hcl) since (B)(6) 2019, fish oil since 2018, hydrochlorothiazide;lisinopril (lisinopril/hydrochlorothiazide) since (B)(6) 2017, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depoprovera) since 2008 to (B)(6) 2012, ranitidine since 2009, sucralfate since 2009, trazodone since 1999 and vitamin d nos (vitamin d) since (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain and vaginal haemorrhage had resolved and the menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, the essure device was left nicely, and two to three coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound uterus - on (B)(6) 2015: fibroid nodules are noted in the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received. Case becomes an incident. Injury event was replaced with new events: abnormal bleeding (vaginal, menorrhagia), abdominal pain. Lab data, medical history, concomitant drugs and concomitant conditions were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.